Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for an overprime-leak out of patient line was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. The root cause is that the patient stacked the solution bags on top of each other during therapy, which is classified as user error. Labeling was reviewed for related user error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted (B)(4) regarding assistance with wanting to know why the patient line drips when the patient line primes while using the homechoice (hc). (B)(4) asked the nurse if he had two bags on top of the hc and they said yes. (B)(4) explained the hc primes the patient line via gravity only, so when two bags are on top of the hc, the fluid is trying to reach a level equal to the height of the second bag. The nurse understood, and (B)(4) suggested only putting the heater bag on top of the hc, and the supply bag off to the side of the hc. No injury or medical intervention was reported.